Event description:
Pt's caregiver called center to report that baxter 6060 pump making a shrill sound & not operating. Also black fluid coming out of pump. Pump was replaced. Affected pump will no longer work. Black fluid coming from pump. Affected tubing tested & it was discovered that there was a pinhole in the soft portion of the tubing that runs through the cassette. 8/17/05 - baxter called. She is sending a box to collect tubing.